Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. Customer sensor glucose was showing 3.6 and wanting to suspend before low. Customer's blood glucose at time of incident was 7.5mmol/l. Customer was advised not to calibrate or to try and correct sensor glucose value. The customer stated the issue occurred on several occasions. Customer agreed to replace the insulin pump.